Event description:
A nurse reported an incomplete capsulotomy, which lead to posterior radial tear in the posterior capsule. Patient was noted to have had vitrectomy in the past. The reported tear was noticed during phacoemulsification. No vitrectomy was required after the reported issue, and a three-piece intraocular lens was inserted.

Manufacturer narrative:
The device history records were review for the laser serial number; there were no unusual findings related to the reported issue. The field service engineer (fse) checked the system, but did not find any issue with the system. The fse observed surgeries with the clinical applications specialist (cas) and all surgeries were noted to have gone very well with 100% free floating capsulotomies. The laser system was within specifications prior to the fse departure. No problem was found with the laser system with regard to the incomplete capsulotomy issue. Therefore, a root cause could not be determined. (B)(4).